Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro oscillating saw was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the micro oscillating saw was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have severe corrosion in the blade mount assembly. The device was repaired and returned to the user facility.